Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a burning sensation at device pocket site. This had been occurring for the last month, although there was no known accident or incident related to this complaint. When pt the leaned back, the burning sensation at pocket site got worse. Impedence measurements were normal. The stimulation therapy had been working well for the pt's pain symptoms. The pt was at the clinic for device testing. No further actions or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.